Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. A02552) inserted for female sterilisation. The patient's medical history included anxiety, post-traumatic stress disorder, depression and gestational hypertension. Concurrent conditions included bacterial vaginosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Lot number: a02552 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. A02552) inserted for female sterilisation. The patient's medical history included anxiety, post-traumatic stress disorder, depression and gestational hypertension. Concurrent conditions included bacterial vaginosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, bilateral essure removal). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.